Manufacturer narrative:
(B)(4). The customer reported, the device failed the mains to applied part patient leakage current (safety) test. This is a testing failure only. There was no report of patient or user impact. The specified high current limit for this test is </= 50ua. The customer reported, a test result of 60.1ua. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the device failed the mains to applied part patient leakage current (safety) test. This is a testing failure only. There was no report of patient or user impact. The specified high current limit for this test is </=50ua. The customer reported a test result of 60.1ua.